Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 4.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, during second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. The patient was in good condition.